Event description:
Customer reported there was a hole in the PICC line. During blood transfusion on (B)(6) 2023, blood was visible at the PICC line connection. A hematoma developed above the puncture site. The PICC line was flushed and aspirated and there was no leakage. On (B)(6) 2023 there was no backflow and resistance during flushing. On (B)(6) 2023, the PICC was being dismantled and holes were visible but unclear where. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.